Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, and conclusions in h11 have been updated. H6 codes were added: type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for paravalvular leak was confirmed based on the information available to date. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the valve was initially deployed with 4ml less than nominal volume. Following the procedure the patient developed paravalvular leak (pvl) and hemolytic anemia. A post-dilation was performed and reduced the pvl degree from "moderate pvl to none". It is possible that the thv was under-expanded during the initial deployment, leading to inadequate sealing against the native annulus and resulting in paravalvular leakage, as reported. As such, available information suggests that procedural factors (under expanded thv) may have contributed to the complaint event. In addition, hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they as a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. In this case, although it cannot be confirmed due to the limited information available, it is possible that this event was related to one of the mechanisms mentioned above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
A supplemental MDR is being submitted due to updated engineering evaluation findings. Sections g6 and h2 were updated. Investigation conclusions in section h11 have been corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for paravalvular leak was confirmed based on the information available to date. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the valve was initially deployed with 4ml less than nominal volume. Following the procedure the patient developed paravalvular leak (pvl) and hemolytic anemia. A post-dilation was performed and reduced the pvl degree from "moderate pvl to none". It is possible that the thv was under-expanded during the initial deployment, leading to inadequate sealing against the native annulus and resulting in paravalvular leakage, as reported. As such, available information suggests that procedural factors (under expanded thv) may have contributed to the complaint event. In addition, hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they as a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. Based on the prior investigations, no evidence was identified indicating that the valve skirt contributed to hemolysis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, following a transfemoral transcatheter aortic valve replacement procedure with a 29 mm sapien 3 ultra resilia valve, moderate paravalvular leak (pvl) was observed post-procedure. Initially, the valve was implanted at nominal -4 volume in a patient with a native annulus area of 558 mm2 and sinus of valsalva measuring 35-38 mm. No pvl was noted at the time of implant. After the procedure (specific date unknown), laboratory findings showed ldh elevation to 1400 u/l and anemia. Concurrently, pvl increased to moderate severity. Imaging comparisons between CT immediately after the procedure and CT at pvl onset demonstrated identical stent post expansion, ruling out recoil. The physician suspected a possible change in the outer skirt. Approximately 3 and a half months after the tavr, two post-dilations were performed at nominal volume using a 29 mm delivery balloon, reducing the moderate pvl to none. The patient remained in stable condition following the intervention. The perceived root cause reported was under-deployment of the valve.